Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional and delivery testing. The reported issue could not be duplicated during testing; the returned device did not alarm during testing and no device issues were identified. The examination of the device event history showed the device had given the alarm but the issue could not be duplicated during testing. The cause of the issue could not be confirmed.

Event description:
It was reported that the device gave an "upstream occlusion" alarm. No known adverse effects to patient.